Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 12/13/97. On 12/16/97 "check iab" alarms sounded from the sys 97 pump and the iab leaked. Blood was noted in the tubing and the iab was removed. No second iab was inserted. On 1/27/98, the following was reported to datascope: the dr had difficulty inserting the iab initially without a sheath due to the pt having pvd. When a 6" sheath was used, the balloon was inserted with some difficulty on 12/13/97. After approx 77 hrs of iabp on 12/16/97, the nursing staff called the perfusion dept because of a "blood detected" leak alarm from the pump. A small amount of blood was noted in the drive line and the cardiologist was called. The surgeon removed the iab from the pt and another iab was inserted. It was reported that there was no pt injury or complication as a result of the event. The pt did have tachyarhythmias just after the second balloon was inserted. The pt was given cardizem and adenosine with cardioversion x 4. [Event complications]: unk-reported 12/19/97; none-reported 1/27/98. [Pt's current status]: fine-rpt'd 12/19/97.